Event description:
It was reported that during one right pca bifuration aneurysm case, the operator prepared to use the stent to assist. Flushed normally and delivered the stent to go into the subject microcatheter normally and when the stent reached tip of the subject microcatheter, the operator withdrew the whole system to release the tension but he mistakenly deployed the stent (tip of the stent was out of the subject microcatheter and the rest was inside the subject microcatheter) and the stent was pulled to lower position of aneurysm. So he withdrew the stent with the subject microcatheter out together and found the patient's vessel was slightly hemorrhaged so he finished the procedure directly. The procedure was completed successfully. The operator thought both the stent and the subject microcatheter might be related to the adverse event. No additional information available.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR) h3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. B5 executive summary - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, there was a stent sdw lodged inside of the returned catheter. The catheter distal shaft was seen to be bent. The catheter tip was intact. The catheter shaft was seen to be flat/crushed 18 and 23cm from the catheter tip. The catheter hub was intact. The atlas sdw (stent delivery wire) was removed without difficulties. During a functional inspection, the catheter was flushed and a 0.0158" patency mandrel was advanced though the shaft, there was friction felt in the areas of damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed as the reported defect is patient harm. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicted during one right pca bifuration aneurysm case, the operator prepared to use stent to assist. Flushed normally and delivered the stent to go into the microcatheter normally and when the stent reached tip of microcatheter, the operator withdrew the whole system to release the tension but he mistakenly deployed the stent(tip of stent was out of microcatheter and the rest was inside microcatheter) and the stent was pulled to lower position of aneurysm. This may have contributed to the event. So he withdrew the stent with the catheter out together and found the patient's vessel was slightly hemorrhaged so he finished the procedure directly. The catheter was analyzed and the shaft was seen to be kinked and flattened which would not have caused the patient's vessel to slightly hemorrhage. The concurrent stent was returned lodged in the catheter. The stent was found to be deformed. An assignable cause of procedural factors will be assigned to the as reported ¿patient injury' as well as the as analyzed 'catheter shaft kinked/bent', 'catheter shaft flat/crushed' and 'catheter shaft friction' as analyzed as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during one right pca bifuration aneurysm case, the operator prepared to use the stent to assist. Flushed normally and delivered the stent to go into the subject microcatheter normally and when the stent reached tip of the subject microcatheter, the operator withdrew the whole system to release the tension but he mistakenly deployed the stent (tip of the stent was out of the subject microcatheter and the rest was inside the subject microcatheter) and the stent was pulled to lower position of aneurysm. So he withdrew the stent with the subject microcatheter out together and found the patient's vessel was slightly hemorrhaged so he finished the procedure directly. The procedure was completed successfully. The operator thought both the stent and the subject microcatheter might be related to the adverse event. No additional information available. Update: additional information was received on 25-apr-2024 stated that endothelial was injured and bleeding, there was no intracranial hemorrhage. No additional information available.